Manufacturer narrative:
Patient code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(4) 2018. It was reported that the patient was experiencing withdrawal symptoms and was admitted to the hospital on (B)(6) 2018. The pump was replaced on (B)(4) 2018 and the issue was considered resolved. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. At the time of the event, the pump was delivering morphine (15mg/ml at an unknown dose), clonidine (250mcg/ml at an unknown dose), and bupivacaine (dose and concentration unknown). The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine [15.0 mg/ml] at 5.001 mg/day, bupivacaine [10.0 mg/ml] at 3.334 mg/day, and clonidine [250.0 mcg/ml] at 83.34 mcg/day. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and partial catheter were returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving medication via an implanted pump. It was believed that there was morphine, clonidine, and a third drug in the pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the patient called the hcp and said that they were getting an 8476 (motor stall) code on their ptm (personal therapy manager). The patient was at the hospital due to the pump alarming and seeing the code on the ptm. The pump status and/or event log noted motor stall occurred. The stall was active. The patient had not recently had an MRI. No patient symptoms were reported. No further complications have been reported as a result of this event.